Manufacturer narrative:
(B)(4). Concomitant products: sheath: 6f; stent: xience xpedition rx (2.25x23, 2.25x08); aspirin, clopidogrel. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary stenting procedure. Reportedly, hemostasis was not achieved with the proglide device; there was non-pulsatile oozing. An 8f sheath was placed to stop all oozing. When the sheath was removed manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.